Manufacturer narrative:
Pump powered up after battery installation and was stuck in a the motor arm cannot communicate with the main arm. Alarm notification screen and reboot/medtronic logo loop due to corrosion on electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test due to the motor arm cannot communicate with the main arm loop. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had pump error. Blood glucose was 9.9 mmol/l. Customer was able to completed insulin pump rewind. The insulin pump will be returned for analysis.